Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009202, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009202 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 12-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot #4j00818 was manufactured according to the work instruction (wi)version 65 and manufactured in the machine sc05-sc06 on 10-sep-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4j02349 was manufactured according to the work instruction (wi) version 65 and manufactured in the machine sc05-sc06 on 12-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation corrective and preventive action (CAPA). Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.